Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery systems were returned for evaluation. Visual assessment of the device showed both ts have been deployed. Actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre-deployment of t2. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. A design change was implemented to address the failure mode. The device in question was manufactured prior to this change. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Simultaneous deployment it was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device. Both implants were removed from the patient. A delay of less than 30 minutes occurred and no patient impact. A backup was used to complete the procedure.